Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump did not reflect the accurate insulin on board (iob) after delivering a bolus. Blood glucose level was not impacted. Although requested by tandem technical support, the customer declined to upload the pump data logs. Reportedly, the customer continued using the pump for insulin therapy.